Event description:
It was reported that this implantable pacemaker device was out of service and patient does not want replacement. As of this time, this device remains in service. No adverse patient effects were reported.